Manufacturer narrative:
Lumenis made reasonable attempts by phone (7x) and fax (1x) to obtain relevant information from the user facility including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and make a determination of the severity of the reported injury. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A review of subject device labeling found the following statement: "possible side effects of treatment. The most common side effects of treatment are: (bruising) treatment may cause a blue-purple bruise at the treated area, which may last from five to fifteen days. As the bruise fades, there may be rust-brown discoloration of the skin, which usually takes one to three months to fade. This side effect is more common when using the multi-spot nd:yag treatment head. (Burns) there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session." Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
It was reported by a user facility that one (1) patient sustained burning and bruising of unknown severity following ipl treatment with a lumenis one laser. No information regarding medical intervention to preclude permanent impairment was received.